Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an error when they login to the station. User rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) was unable to replicate the reported error. The station was observed to be functioning normally without any issues. The system functioned as intended after the field service engineer verified the device.